Event description:
It was reported that the pt died on (B)(6) 2011. Add'l info received from the hcp reported that the pt died from cardiac failure and kidney disease. The hcp reported that the pt had a major heart attack two days after an implantable pulse generator implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's health care provider that the patient had a heart attack two days after implant in (B)(6) 2010, then died from heart and kidney failure in (B)(6) 2011. There was no record of any other devices being implanted at any other time. According to the health care provider, the death was not device related.